Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a compromised force sensor system alarm. Caller stated that the insulin pump was not dropped or bumped prior to the alarm occurring. Blood glucose level at the time of the incident was 315 mg/dl, which was being treated with a manual injection. Customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to moisture damage force sensor resistor. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.